Event description:
On (B)(4) 2013, the initial reporter stated a product problem had occurred, but no specific details were provided. Several attempts were made to collect details regarding the nature of the reported product problem. On (B)(4) 2013 the following additional info was provided: something was left behind - second procedure. This reasonably suggests a foreign body situation may have occurred in the gastrointestinal tract. Our attempts to collect additional info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects it was stated an additional medical procedure was required due to this event.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved not provided to cook for eval. The report could not be confirmed. A review of the device history could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. These techniques includes flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, and flushing the endoscope accessory channel and/or lumen accessory device with sterile water before the wire guide insertion. Omission of this activity can create resistance in wire guide movement during use. If excessive pressure is applied to the wire guide. Perhaps in response to resistance during use, this could have contributed to the report of wire guide breakage. Prior to distribution, all cook wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.